Event description:
While using a byte night aligners, patient reported that their back bottom molar has chipped because of the aligners. There is lack of aligner covering this area. Advised patient to see dentist to evaluate the chipped molar.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.